Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during aorta replacement surgery, the right ventricular (rv) lead dislodged into the right atrium. An epicardial temporary pacing lead was used to pace externally during the remainder of the surgery. The rv lead was subsequently repositioned the next day. No patient complications have been reported as a result of this event.